Event description:
Boston scientific received information that this right ventricular defibrillation lead and device displayed high out of range impedance measurements and noise. The noise resulted in oversensing and the storage of many non-sustained episodes. The right atrial lead also displayed high out of range impedance measurements, however there was not an atrial lead implanted. The rv lead was abandoned surgically and replaced. The device remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicated this crt-d was explanted and returned for analysis testing following this patient's death. There were no allegations associated with the patient's death and a device issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.